Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4536ml. The programmed fill volume was 2300ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient never reported any symptoms of overfill. Additionally, the nurse stated that the patient tends to put on fluid at times. The nurse stated that the patient's fill volume was changed to 2500ml and that she has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, is not yet completed.